Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked the system onsite and confirmed that flex vision pc could not be used. Upon troubleshooting the fse checked the system onsite and found that there is no contact with flex vision pc. To resolve the issue, the fse replaced the host pc and ippc and upgraded the operating system. The defective part was sent for analysis, for host pc and ippc malfunction was observed and the failed component was found to be eco upgrade needed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc could not be used. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.